Event description:
The distributor contacted animas on (B)(6) 2012 and reported the keypad was unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. The up arrow and contrast keypad buttons were intermittently responsive during testing. The down arrow and ok keypad buttons were responsive. During investigation, evidence of contamination was found under al keypad contacts. (B)(6).